Manufacturer narrative:
The investigation was unable to determine the performance of the vitros eciq and the vitros (B)(6) reagent at the time of the event as the customer did not provide info to assist in the investigation. Add'l vitros (B)(6) marker assays produced negative results for the sample. This data indicates no exposure to (B)(6); therefore, the vitros (B)(6) result would be expected to be negative. The root cause for the false negative vitros (B)(6) results is unk.

Event description:
A customer observed a false negative vitros (B)(6) result from a single pt tested on a vitros eciq analyzer. The customer did not provide the date of the event. The same pt sample produced a positive result on a competitive system. False negative results may lead to inappropriate physician action. It is not known if the false negative result was reported. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc complaint number (B)(4).